Event description:
Reportedly, failure apical prolapse occurred. No medication was administered and no tape was removed. The patient was fitted for pessary. The surgeon determined that the event was definitely related to the device.